Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received that the device did not detect air-in-line during testing by the user facility. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.